Event description:
The sidelock will not stay closed.

Manufacturer narrative:
The device was subjected to connector dimensional testing, long term soak testing in saline solution and lead extraction test with a vs-1 lead. The sidelock did not open during testing and lead extraction did not occur with a force of 10 newtons applied.